Event description:
On (B)(6) 2025, a 29mm epic valve was implanted using minimally invasive mitral valve repair or replacement (micsmvr). Post-implantation, mild eccentric regurgitation was observed originating from the commissure of one leaflet, spanning from the 6 o'clock to 10 o'clock direction. In response, the heart was temporarily halted, and additional sutures were applied to address the issue. While mild mitral regurgitation (mr) persisted, the chest was subsequently closed, and the operation was completed. The procedure was extended 20 minutes due to re-pumping. The patient remains in stable condition.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
On (B)(6) 2025, a 29mm epic valve was implanted using minimally invasive mitral valve repair or replacement (micsmvr). Post-implantation, mild eccentric regurgitation was observed originating from the commissure of one leaflet, spanning from the 6 o'clock to 10 o'clock direction. In response, the heart was temporarily halted, and additional sutures were applied to address the issue. While mild mitral regurgitation (mr) persisted, the chest was subsequently closed, and the operation was completed. The procedure was extended 20 minutes due to re-pumping. The patient remains in stable condition.

Manufacturer narrative:
An event of mild central mitral valve regurgitation was reported. A more comprehensive assessment, including histopathological examination of the valve tissue, to see if there were any valve abnormalities could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications, including functional testing prior to release form abbott. This test ensures proper cuspal coaptation and hemodynamic performance. Based on the information associated with this complaint, the exact cause of the reported event could not conclusively be determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. The reported hospitalization and surgical intervention was under case-specific circumstances where additional sutures were applied.